Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being reported on this follow-up #01 MFR report:3005168196-2017-00639. This report is associated with MFR report number: 3005168196-2017-00638.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured approximately 69.0 cm from the proximal end and kinked in multiple locations (figure 4). The embolization coil was detached from the pusher assembly, had the proximal constraint sphere intact, and had offset coil winds in multiple locations. Conclusions: evaluation of the returned devices revealed the lantern was ovalized near its distal end. This damage may have occurred due to forceful gripping or pinching of the lantern during insertion into a parent catheter. The ovalization likely contributed to the reported inability to advance the ruby coil through the lantern. Further evaluation revealed the ruby coil pusher assembly was kinked and fractured. This damage likely occurred due to forceful manipulation of the ruby coil against resistance. If the pusher assembly becomes fractured, it may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the embolization coil to detach. Further evaluation revealed the embolization coil had offset coil winds. This type of damage typically occurs due to forceful advancement of the ruby coil against resistance. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00638.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician was unable to advance a ruby coil through the lantern and noted the lantern seemed to be ovalized; therefore the lantern was removed, and a new lantern was inserted. The physician then successfully placed the previous ruby coil and multiple other ruby coils. Next, the physician advanced a new ruby coil through the lantern and decided to retract it in order to reposition it. However, upon retraction, the ruby coil unintentionally detached within the lantern; therefore, the lantern was removed with the detached ruby coil inside. The procedure was completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00638.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician was unable to advance a coil through the lantern and noted the lantern seemed to be damaged or collapsed; therefore the lantern was removed, and a new microcatheter was inserted. Upon retraction of a ruby coil within the microcatheter, the ruby coil unintentionally detached; therefore the microcatheter was removed with the ruby coil inside.